Event description:
It was reported that the unit experienced an e1 error and remained in standby. It was further reported that this did not happen during a case, nor was there patient involvement.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.